Manufacturer narrative:
This incident is attributed to use error, there is no evidence of a malfunction; the customer had loosened the screw holding the blade and then was distracted, when the blade began to fall, the customer caught it. The instructions for use for the dxc instrument has many precautions regarding the cts blade. The IFU contains several warnings about the cts blade, including this warning in the blade replacement instructions: "caution: the cap piercer blade is very sharp and has been exposed to potentially biohazardous fluids. To prevent injury or exposure, do not touch the points of the blade and wear gloves." The customer stated she was instructed to follow up with the environmental health and safety doctor on her current status. No additional information has been provided by the customer.

Event description:
A customer contacted beckman coulter (bec) reporting that the operator was cut while changing the closed tube sampling (cts) blade in the unicel dxc 600 pro synchron chemistry analyzer. The operator was following the two-month maintenance instructions in the dxc 600/800 instructions for use (IFU) for replacing the cts blade. The operator indicated that she was distracted while removing the screw from the top of the old blade and the blade began to slip and she grabbed it with her right hand. The operator stated that she was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat, but the tip of the blade cut through her glove and cut her right index finger and glove. This blade had been in use and is presumed to be contaminated with bio-hazardous materials. The operator was treated for the superficial cuts and was started on antiviral medications for the bio-hazard exposure. Although the cts blade is washed after piercing each sample tube, the wash solution (an alkaline detergent solution) is not designed to eliminate infectious materials.